Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed displacement, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump has broken reservoir tube lip, cracked reservoir tube, cracked case near the display window corners and cracked on the display window noted.